Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral causalgia and spinal pain. It was reported that the patient let their stimulator battery die and couldn't get it recharged. They knew they had to meet with somebody and they could try resetting it for them but they didn't have the time right now. They couldn't have an MRI unless their stimulator was fully charged. It was reviewed that the device would have to be put into MRI mode to determine MRI eligibility and also before an MRI was performed. The patient said they had 3 mris since being implanted and has never put their controller into MRI mode. No further information could be collected or asked as the patient said they had to go and didn't have time to answer any further questions. No further complications reported.